Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-03850. It was reported the patient leads migrated downward. As a result, surgical intervention was undertaken on (B)(6) 2021. Wherein the leads were repositioned and secured to address the issue.